Event description:
It was reported that during a robotic prostatectomy procedure, the staff reported that the blade of the device broke off from the upper jaw component during use. The device is seen to be missing part of the gold blade on top jaw. Another device was opened to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.